Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for fourteen days for the event. Dianeal therapy was ongoing. Treatment was not reported. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the event. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). A batch review will be performed. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13d30020, h13h20055 and h13j04064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.